Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. The lot number was unknown, therefore no batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted if any additional information is received.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line) which occurred on the homechoice (hc) during dwell 5 of 5. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connecting and no patient extensions were in use. The patient had not disconnected prior to the alarm. All of the bags were properly connected. There were no open clamps on unused lines. After explaining the alarm and the possible causes, the home patient (hp) noticed that there was a crack in the tubing of the final line next to the blue connector. The set was not being reused. The patient did not have pets that could cause damage to the supplies. There was no damage noted on the over pouch or carton in which the cassette was delivered. A sharp object was not used to open the carton or over pouch. The supplies were not damaged by an outlet port clamp or assist device. The hp stated that he would save the setup for baxter if they want to look at it, so product surveillance sent the patient a sample return kit. The hp cycled the power to clear the alarms. The technical service representative (tsr) advised the hp to call his registered nurse (rn) for any clinical advice. The hc was reset and ready for the next therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4).additional information:the system error 2240 (air in line) was confirmed. The home patient (hp) noticed that there was a crack in the tubing of the final line next to the blue connector. The sample was not returned for evaluation and not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. This issue is being investigated through CAPA.